Event description:
It was reported that the connector of the extension tubing was unable to be engaged tightly. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0552 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redz0552) have been reported from the same facility in china.